Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was calibrated and the charger was calibrated during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported precharge voltage and charger failed error messages. These errors will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.